Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 27-36 mg/dl and customer felt as if she was about to pass out. Customer consumed candy/ carbohydrates to address low bg. Customer was transported to the emergency room (ER); bg was 144 mg/dl. Electrocardiogram test was performed and customer's bg was monitored. After 8 hours, customer left the ER in stable condition; there was no injury. Bg was 144-162 mg/dl. Cause of low bg was not known. No pump or supply issues were identified. As event occurred in the past, tandem technical support was unable to troubleshoot. Customer reported to have been using the pump for insulin therapy for only a few days. Recommendation was made for customer to discuss event with their healthcare provider.